Event description:
It was reported that during an abdominal aortic aneurysm repair procedure, the device stapler misfired at the midway point in the firing sequence on the original reload that came with the device; replaced with a new reload and the device fired without a problem. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the tx30v device arrived in good visual condition with no cartridge present on the device, however, the cartridge was received loose inside the bag. It was noted that 2 staples were stuck on the cartridge drivers, it seems that the drivers were active, but the staples were not deployed, instead, the staples got stuck on the drivers, this type of failure is consistent with a staple bypass. The returned device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The staple line was complete and the staples were noted to have a proper b-formed shape.